Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had the issue with the buttons and they were less responsive and hard to press. The device will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) esc and up buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test and displacement test or verify low battery alarm or rewind grinding noise anomaly due to unresponsive button. Device had minor scratched lcd window, cracked battery tube threads. (B)(4).